Manufacturer narrative:
Fire-retardant materials have been used in the system construction per iec 60601-1, clause 11.2.1 and 11.3.

Event description:
It was reported that an error was received during qc. No injury reported. A field engineer was dispatched to the site and upon examination of the system noted that a capacitor had caught fire causing damage inside the gantry to wiring and the fuse block. It was determined that the power distribution assembly needed to be replaced, but the part is not available since this is an end of life system. The system can't be repaired and was disconnected from the circuit breaker supply.